Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention was performed. Upon follow-up two weeks later, the device exhibited normal function. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).